Manufacturer narrative:
Other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A healthcare provider (hcp) requested MRI compatibility guidelines. The hcp said that there was something wrong with the lead wire. No patient symptoms were reported. The indication for implant was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.